Manufacturer narrative:
(B)(4). Correction: section d4: expiry date corrected. Section h11: method: the subject rt265 infant dual-heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation. Results: visual inspection found no visible damage to the returned breathing circuit. Leak testing confirmed a leak at the connection between the elbow connector and the collar of the expiratory tube. Conclusion: the reported leak was confirmed and was due to a defect at the connection between the elbow and the collar of the expiratory tube. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - check all connections are tight before use.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The subject rt265 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that an rt265 infant dual-heated evaqua2 breathing circuit failed the ventilator leak test prior to patient use. There was no patient involvement.